Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2022, during the installation of the plate and the screw, that the screw does not impact in the plate. After several attempts with this first device, another device of the same reference and of the same batch was used to remedy the incident. Procedure was completed successfully with an unknown delay. This report is for an unknown plate. This is report 2 of 2 for (B)(4).